Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 144 mg/dl at the time of the call. The customer was given food, juice, and intravenous fluids to treat. The customer experienced symptoms such as vomiting and having chills. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the pump got a hardware low level failure alarm during a self test. The insulin pump will be returned for analysis.